Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been able to hear with the device for one week the audio processor was exchanged twice but the issue remained. Re-implantation with a cochlea implant will be discussed.

Manufacturer narrative:
Device investigations, on the received parts, show damages most likely attributable to the removal surgery, and the measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, a damage of the conductive link could be considered as root cause of failure. However, this could not be confirmed as a part of the conductive link was not received for investigation. This is a final report.

Event description:
The patient was experiencing dropouts with the device. The audio processor was exchanged twice but the issue remained. The patient is not been able to hear with the device since week. In situ testing was indicative of a device malfunction. Patient was re-implanted.